Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.